Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was intermittently unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose level ranged between 70-180 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was intermittently unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose level ranged between 70-180 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.